Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have been hospitalized for high readings. Customer stated that he was hospitalized twice. During the second visit, the customer was taken into the emergency room by his son. The customer declined to further troubleshoot. The insulin pump was not returned for analysis.